Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#:k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3: it was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield detached from one (1) needle. The device was replaced and no adverse impact was reported regarding the patient or user.